Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with the clip opening while establishing final arm angle was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unintended movement associated with the clip opening while establishing final arm angle could not be determined as no issue was identified by device analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is reported due to the clip opening during establishment of final arm angle. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4. An xtw clip (20602r181) was implanted central a2/p2 without issues, reducing mr to grade 1-2. On (B)(6) 2023, the patient had a reintervention procedure to treat recurrent mitral regurgitation grade 4. The original implanted xtw (20602r181) was observed to be stable on the leaflets and no tissue/chordal damage. The recurrent mr was thought to be due to progression of disease as the recurrent mr consisted of two new jets on both sides of the implanted clip. A xtw clip (20919r2033) was attempted to be implanted but failed establishment of final arm angle (efaa) three times. Each time it would open continuously from less than 5 degrees closed to approximately 30 degrees. A replacement clip was used to complete the procedure, resulting in unchanged mr grade 4. No additional information was provided.